Manufacturer narrative:
Manufacturing investigation currently underway. Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint: (B)(4). Date of report 20220823.

Event description:
The dose file that was exported to mim and to mobius for 3 patient plans is showing a calculated dose value that is different from what is in pinnacle 18.0.1. This behavior was identified at a customer site after they transferred multiple patient plans to mobius for plan qa purposes. The plans failed qa in mobius. Upon further investigation the user discovered that the dose information exported out of pinnacle did not match the dose in the plans in pinnacle. This issue is currently under investigation by the manufacturer.

Manufacturer narrative:
Manufacturer¿s investigation has identified a specific coding issue that was introduced in the development phase of pinnacle software version 16.4.2 as the root cause of this issue. This coding issue has been corrected and this fix is being distributed to the customer via installation of a service pack, specifically in this case, 18.0.1 service pack 1. Internal cross reference: complaint pr# (B)(4). Date of report 2022/09/16.

Event description:
The dose file that was exported to mim and to mobius for 3 patient plans is showing a calculated dose value that is different from what is in pinnacle 18.0.1. This behavior was identified at a customer site after they transferred multiple patient plans to mobius for plan qa purposes. The plans failed qa in mobius. Upon further investigation the user discovered that the dose information exported out of pinnacle did not match the dose in the plans in pinnacle.